Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl and the ketones were large. The customer was treated with an insulin injection in the emergency room (ER). After 12 hours, the customer left the ER in good condition with a bg of 189 mg/dl. The customer reverted to using insulin injections for insulin therapy. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer acknowledged the results.